Event description:
It was reported that the white portion of the power cable was a bit loose at the junction of the controller. The patient and their wife proceeded to change the primary controller to the backup controller. The looseness at the controller junction resolved. Log files captured a single odd power cable disconnect alarm on (B)(6) 2023 while connected to batteries that resolved on its own. Twenty minutes later. The patient disconnected the driveline for the controller swap. The patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that system controller hsc-(B)(6) was the patient's backup controller and was not in use at the time of the events.

Manufacturer narrative:
Power cable disconnects and system controller exchange is captured under MFR # (B)(4) system controller damage and low voltage alarms is captured under MFR # (B)(4). Manufacturer's investigation conclusion: the returned system controller, serial number hsc-(B)(6) was returned for evaluation following the reported event of the patient changing their controller on (B)(6) 2023. Provided information indicated that they changed the controller due to low voltage alarms and the white power cable being loose at the controller housing. A log file was extracted from the returned system controller during testing which contained data spanning approximately 28 days (B)(6) 2022 per timestamp). Data within the log file showed that this controller was not in use on (B)(6) 2023 and was connected to a different patient. Additional information indicated the controller had been in use on another patient until that patient passed away (addressed under a separate event). The returned system controller was visually inspected, and no damage was observed. The controller was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced. Questions regarding the controller and the data within the log file were asked multiple times, and no further information was able to be provided. Based on the data within the log file and on the testing of the returned controller, hsc-(B)(6) was determined to not be the controller that was exchanged on (B)(6) 2023 due to low voltage alarms and damage. Review of the device history record for system controller, serial number hsc-(B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 5 ¿surgical procedures¿) instructs customers that sterile products, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. ¿components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. Contact thoratec for return materials authorization (RMA).¿ the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.